Event description:
Treatment of an ophthalmic aneurysm. During pipeline deployment, it was reported that the device would not release from the capture coil and was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).